Event description:
The customer reported that the device was used for a partial esophagectomy. Oozing from the vessel that was being sealed occurred. The generator's power output was increased, but the oozing of the vessel continued. There was no tissue damage to the pt. The original device was discarded by the customer. The procedure was continued with another lf5034.

Manufacturer narrative:
(B) (4). (B) (4). The product sample was discarded by the hospital. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications.